Manufacturer narrative:
Date of event: (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extra-large volume intermate was missing the blue cap. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4) 2016 ¿ (B)(4), 2016. One actual intermate unit was received for sample analysis. A visual inspection on the returned unit via the naked eye noted the distal luer had broken off and was missing from the device. The blue winged luer cap is attached to the broken/missing distal luer. The cause of the problem could not be determined during the sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.